Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 1-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 23, 43 and 42mg/dl. The expected fasting blood glucose test result range is 100-130mg/dl. The customer did report hypoglycemic symptoms. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Customer is feeling fine at time of the call and does not need any medical assistance. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 256 and 269mg/dl non- fasting using meter. The test strip lot manufacturer¿s expiration date is 03/25/2022 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history. (B)(6).